Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the device (damage pin hole of the guide attach). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) was not able to be removed from the stabilizer on the sgc dock. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.